Event description:
It was reported that a patient received over 20 shocks in a three hour time frame. The charge time was 32 seconds on some of the newest episodes. This device was electively removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found.